Event description:
It was reported via repair work order that the foot jack was stuck in full down position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.